Event description:
Caller reported a malfunction on pump, identified as a momentary motor skip possibly caused by a high force impact. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset pump and assisted caller with resetting it, after which the malfunction did not recur. Customer was advised to continue using pump and to contact support again if the issue recurred.